Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the mirage guidewire had difficult navigation and a thready wire was found at the tip. It was reported that the operator crossed the first bend at the origin of right m2 segment, then after 1 cm again there was acute bend which was crossed by the mirage and marathon catheter. At the next bend of the m3 junction, the mirage didn't cross. The operator attempted 3-4 times but it was no use. At one point the mirage was stuck in the m3 junction, and the operator took out the mirage and marathon from the system. They noticed there was a thready wire on the mirage at the tip. The device was kept aside, and a new mirage was used to finish the case. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
H3: product analysis ¿ as found condition: the mirage guidewire was returned for analysis within a shipping box, an opened mirage outer carton (b538442), an opened mirage inner pouch (b538442), and a dispenser coil. ¿ damage location details: no bends or kinks were found with the mirage guidewire. An unknown material was found adhered to the guidewire distal tip. No breaks or separations were found with the mirage guidewire. ¿ testing/analysis: the unknown material was sent out for ftir analysis and found to be gelatin, purified calfskin. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficult navigation¿ and ¿guidewire separation/break¿ reports could not be confirmed. It is possible that the patient¿s ¿severe¿ vessel tortuosity contributed to the reported difficult navigation; however, the cause could not be determined. Regarding the material found with the mirage guidewire, the origin of the material could not be identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was being treated for an aneurysm of the right m2. Vessel tortuosity was severe. It was noted that the tread was still attached to the guidewire but also noted that material was broken off. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.